Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl at the time of the incident and was treated with a bolus with the insulin pump. The customer was generally feeling tired. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer had manual injections as a backup plan. The customer does not alleged that the insulin pump was under delivering. The customer stated that the drive support cap appeared normal or slightly indented. The insulin pump will not be returned for analysis.